Manufacturer narrative:
Additional information was received that the lumen of the lead was not broken, but it looked like there was a kinked or tear inside the lumen, not the outside. It looked like the individual wires in the lead were damaged, looked like a fracture. The physician suspected malfunction on the lead. The patient underwent a procedure where the leads were replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that patient was not getting stimulation in the correct areas. It was noted that the entire contacts of the lead had high impedances. The physician ordered a fluoroscopic scan and found out that one lead was severely broken and had been fractured. The patient will undergo a lead revision.

Manufacturer narrative:
Sc-2218-50 (sn (B)(4)) the complaint had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 25.53 cm from the distal end. The bent/kinked location was 1.49 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. Sc-2218-50 (sn (B)(4)) device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. The complaint was not verified. The lead passed all tests including visual, impedance, and diameter and electrode pitch test. Device exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that patient was not getting stimulation in the correct areas. It was noted that the entire contacts of the lead had high impedances. The physician ordered a fluoroscopic scan and found out that one lead was severely broken and had been fractured. The patient will undergo a lead revision.

Event description:
A report was received that patient was not getting stimulation in the correct areas. It was noted that the entire contacts of the lead had high impedances. The physician ordered a fluoroscopic scan and found out that one lead was severely broken and had been fractured. The patient will undergo a lead revision.